Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report several no delivery alarms which lead to high blood glucose readings. The customer's blood glucose level was 562 mg/dl, customer went to the emergency room for treatment. Customer found that her site was faulty. The caller performed partial troubleshooting but could not complete the rest due to a lack of supplies. The reservoir and infusion set was replaced, the insulin pump was not; nothing was returned.